Event description:
The center reported that, the pt complained a pain and tinnitus with his device. Testing performed by a company rep showed that the device was functioning. Various sound processors were tried in order to help resolve the reported pain issue, but the problem was not resolved. A decision to explant the pt's device is under consideration.